Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that immediately after insertion of a smiths medical portex® blue line ultra® suctionaid® tracheostomy tube, an air leak was found. The customer was reported to find a small pinhole in the cuff. There were no reported adverse effects.

Manufacturer narrative:
One portex® cuffed suctioned tracheostomy tube was received for analysis in used condition. The sample was visually inspected at a distance of 12" to 16" under normal conditions of illumination. No holes were detected. A syringe was used to inflate the cuff of the sample and was submerged under water in order to verify for leaks. A leak was detected in the cuff. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. The root cause is unknown.